Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated feeling faint while walking up stairs. The patient was referred to his medical doctor to continue discussing his device function. The patient commented that he ended up in the ER after being advised to modify his meds and found that this med was very important to his cardiac health. The crt-p remains in service. No adverse patient effects were reported.